Event description:
User experienced low sodium and potassium results for six patient samples. All repeat testing performed in 2008. Patient 1, initial sodium 126 mmol/l, repeated twice 133 and 135 mmol/l; initial potassium 3.9 mmol/l, repeated twice gave 4.2 and 4.8 mmol/l. Patient 2, initial sodium 129 mmol/l, repeated twice gave 136 mmol/l both times. Patient 3, initial sodium 127 mmol/l, repeat 133 mmol/l. Patient 4, initial sodium 127 mmol/l, repeat 133 mmol/l. Patient 5, initial sodium 126 mmol/l, repeat 134 mmol/l. Patient 6, initial sodium 127 mmol/l, repeat 134 mmol/l. Initial results were not reported. The investigational unit did not verify the customer complaint and concluded the customer performs electrode service weekly, which should be done daily according to the operator's manual.